Manufacturer narrative:
Qc was last performed on the accu chek inform ii meter on (B)(6) 2019.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with retention strips. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 45, 46, 45 mg/dl , level 2: 295, 300, 295 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low glucose result from an accu-chek inform ii meter serial number (B)(4) compared to the result from a cobas 8000 c (701) module. The glucose result from the meter was 53 mg/dl. The glucose laboratory result from a venous sample that was collected within 10 minutes of the meter result was 164 mg/dl. The glucose result of 53 mg/dl from the meter did not fit the clinical state of the patient. The patient was not treated based on the meter result. There was no allegation of an adverse event. The test strips were requested for return. The investigation is currently ongoing.